Event description:
The mechanical structure of a preva unit, serial number (B)(4), separated from the wall. The top screw came out of the wall. The progeny sales representative spoke to the dental office and confirmed there was no injury.